Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the device was intermittently sensing low. The main printed circuit board (pcb) and interconnect flex were out of specification. However the customer did not accept the price of the repair so the device was returned un-repaired.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The patient's heart rate was not reaching the frequency the device was programmed to. The event occurred after an operation. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)